Event description:
It was reported the patient had "a lot" of problems due to infection. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products - lead model 3093-28 lot #v737609 implanted: (B)(6) 2011, programmer model 3037 serial #(B)(4).